Event description:
Customer reported a malfunction on their tandem pump, identified as malfunction 199. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information and assistance for resetting the pump, and the customer successfully reset it without recurrence of the malfunction. Customer was advised to continue using the pump and to contact support if the issue recurs.